Event description:
It was reported that the infinity p2500 power supply caused a short circuit, as a result of which the power briefly failed in the affected room, sparks and small amounts of smoke were noted. No adverse patient impact was reported. The power supply was immediately taken out of service, dismantled for further investigation and secured so that the device can be sent in for closer examination. A new power supply unit has already been installed at the customer's site. The infinity acute care system (iacs) includes an infinity medical cockpit paired with an infinity m540 bedside monitor. The infinity p2500 power supply (ms22277, serial # (B)(6)) is the dedicated power source and networking hub for the infinity m540 patient monitor and infinity medical cockpit.

Manufacturer narrative:
The power supply was received at draeger for analysis. Visual inspection showed no obvious signs of damage. The device was manufactured on 05may2014, making it over 8 years old. When plugged in, the power supply failed to power on. Upon opening the power supply, root cause was identified as a shorted electrical component. Due to the resulting damage to surrounding components on the board, the specific component that failed cannot be identified. The singe pattern found does not show a pathway escaping the internal enclosure of the circuit board. As the unit was over 8 years old at the time of the component failure, this is not considered an early failure or a design issue. Review of the complaint database shows this as an isolated case. H3 other text : see h10.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the infinity p2500 power supply caused a short circuit, as a result of which the power briefly failed in the affected room, sparks and small amounts of smoke were noted. No adverse patient impact was reported. The power supply was immediately taken out of service, dismantled for further investigation and secured so that the device can be sent in for closer examination. A new power supply unit has already been installed at the customer's site. The infinity acute care system (iacs) includes an infinity medical cockpit paired with an infinity m540 bedside monitor. The infinity p2500 power supply (ms22277, serial#: (B)(4) is the dedicated power source and networking hub for the infinity m540 patient monitor and infinity medical cockpit.